Event description:
Caller reported that insulin gauge displayed an amount different than expected, though at the time of inquiry, the pump was not showing this discrepancy. Issue occurred previously when fill estimate indicated zero units, causing the customer to face repeated issues. Customer allowed pump to deplete after several cartridge replacements. Technical support assisted the customer in reviewing pump history to determine the cause of the problem. No adverse impact to customer's blood glucose level was reported. Cts to replace pump. Customer will use a backup insulin pump.